Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during a routine check that the cardiosave intra-aortic balloon pump (iabp) machine is displaying an alarm message auto fill failure. No patient involved.